Manufacturer narrative:
The rv lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the helix would not extend after 10 turns were applied after the lead was placed in the apex. After a short wait, another 10 turns were applied to the helix mechanism. The helix did partially extend but then stopped. Testing was then performed on the lead and the pacing impedance measurements were high and the other parameters were unacceptable. The physician decided to reposition the lead. The helix initially did not retract; however, after 22 turns were applied it did retract. The rv lead was repositioned but the helix would not longer extend. As a result, this lead was extracted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to (B)(4) post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.